Event description:
It was reported the patient deceased. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had undersensed ventricular fibrillation which resulted in a delay of high voltage therapy.

Manufacturer narrative:
The reported event of undersensing was confirmed while the reported event of high voltage output anomaly was not confirmed. The implantable cardioverter defibrillator (ICD) was returned above elective replacement indicator (eri) for analysis. Telemetry, impedance, sensing, pacing and high voltage output analysis were normal with no anomalies found. The cause of the undersensing was traced to the patient's abnormal rhythm with high variable qrs amplitudes.